Event description:
A us distributor returned a monitor and reported monitor does not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause was isolated to multiple shorted components. The root cause of the shorted components cannot be positively identified. There was no adverse event that resulted from the damaged monitor.